Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 00:11:58. During night drain cycle three, the patient's ultrafiltration reading was 1207ml, indicating the home patient (hp) drained 1207ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min. Drain volume threshold. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.